Manufacturer narrative:
Date of event: date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was noted that the patient's trial started on (B)(6) 2021. It was reported that the patients spouse stated the patient got a bladder infection from the basic evaluation in (B)(6) 2021. The product has been returned and will not be replaced in the future.